Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/12/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced two low blood glucose (bg) events resulting in hospitalization. The first event occurred on (B)(6) 2024. The second event occurred on (B)(6)2024. The first event ((B)(6)2024) involved a seizure, causing the user to fall and sustain injuries, including a busted lip and a broken front tooth. The user's certified ilet trainer (cit) believes the ilet over-delivered insulin during the first event, prompting a factory reset with the user healthcare provider (hcp), where a lower weight setting was input. Despite this adjustment, the same issue occurred again during the second event, leading to the user's severe hypoglycemia and hospitalization. Additional details of the first event including bg levels, treatment received, and length of hospitalization were not provided. On (B)(6)2024 a beta bionics customer care agent followed up with the user. The user mentioned during the second incident the ilet attempted to deliver 24 hours' worth of insulin in 10 hours. The user was admitted to the hospital at 3 am on (B)(6)2024 and was discharged the same day after receiving sucrose to regulate their blood sugar levels. Further details about the event were not provided as well. Both the user and their hcp have decided to discontinue using the ilet in favor of another insulin therapy method. This medwatch report is submitted for the low bg event on (B)(6)2024. A medwatch report for the first low bg event on (B)(6)2024 is submitted on MFR report #: 3019004087-2025-00023.